Event description:
It was reported that the lead was capped due to oversensing.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.2cm was returned for analysis. External insulation abrasion was noted at 11.2-11.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.